Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device was not returned for analysis. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery, a healthcare worker reported a capsular tension ring (ctr) to have stripped zonular support when inserted. The ctr was removed during the initial procedure. One day postoperatively the iol was decentered and repositioned. Another ctr was successfully placed.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. And h.3. Additional information provided in h.4. And h.11. No examination of the product possible, since the product was not returned. The batch documentation shows no deviations. The measurement protocols show no irregularities. No irregularities/differences in the number of pieces are documented in the batch documentation. Hygienic condition of the product: unknown, product was not returned. Reason of complaint not detectable (product not returned), cause not detectable. Our internal documentation and inspections (100 percent controls) make it impossible that a defective has been packaged. We assume improper handling or handling with a non-suitable foreign or defective device/injector. Finally, we come to the conclusion that, at this stage, no further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., d.10., h.6., and h.10. Product evaluation: the batch documentation shows no deviations. The measurement protocols show no irregularities in the dimensions. The ring is complete and shows no deviations from specification. The ring shows crystalline material on the surface of one side. After cleaning the ring shows no deviations. The surface is according to specifications. Hygienic condition of the product: the ring was wasted probably with nacl and aqueous fluid. Complete package has been sterilized by gamma-irradiation before investigation. The manufacturer provided clarification that "wasted" meant contaminated. The incident happened not because of a failure of the ring. The most likely root cause is improper handling by delivering the ring into the capsule bag as written in the complaint in the table upside (¿¿due to aggressive delivery.¿) or by using a non-suitable foreign or defective injector. We assume improper handling or handling with a non-suitable foreign or defective device/injector. Finally, we come to the conclusion that, at this stage, no further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. And h.3. Additional information provided in h.4. And h.10. Evaluation summary: no examination of the product possible, since the product was not returned. The batch documentation shows no deviations. The measurement protocols show no irregularities. No irregularities/differences in the number of pieces are documented in the batch documentation. Hygienic condition of the product: unknown, product was not returned. Reason of complaint not detectable (product not returned), cause not detectable. Our internal documentation and inspections (100% controls) make it impossible that a defective has been packaged. We assume improper handling or handling with a non-suitable foreign or defective device/injector. Finally, we come to the conclusion that, at this stage, no further actions are required. The manufacturer internal reference number is: (B)(4).